Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer was unable to continue with loading process after filling the infusion set tubing. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.